Event description:
Information was later received that this device was explanted. Routine testing noted no irregularities. No adverse patient effects were reported.

Event description:
Boston scientific received information that this device was unable to be interrogated. As a result, a device replacement was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device not able to establish communication with the programmer. Telemetry was not able to be recovered. The low voltage power suppliers were out of their normal range. Further analysis revealed a leaky capacitor. It was concluded that the device lost telemetry and the battery depleted due to the leaky capacitor.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.